Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.